Manufacturer narrative:
The final 2 devices were evaluated in the field, but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced a tip. There were 5 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 11 devices were functionally/visually inspected in the field; no defects or malfunctions were found. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced a tip. There were 5 events with patient involvement; no adverse consequences were reported.